Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that she has treated her blood glucose. Troubleshooting was performed, and the customer was able to complete the rewind. Ran a displacement test and the device failed the test. Advised customer to discontinue use of the insulin pump and a replacement insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.